Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown). Sigpshell, sig power sigpshell control shell, (lot # unknown). Sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, during setup, an opening/closing check was performed, but the opening/closing check was not possible due to an excessive force display. Resistance was felt during connection, and there was an abnormality in the silver part of the alignment line compared to a normal cartridge. It was noted that it was not used on the patient. The product was replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection stated that the jaw of the reload was open. Articulation flag was deformed. It was reported that difficult to load, excessive load detected, and lock ring out of position. The reported issues were confirmed. The most likely cause was traced to user. This issue may occur if the lock ring was inadvertently moved out of position during handling of the reload the manufacturing records for each device were thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.